Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had stitches removed and programming done the day before the report. The patient had a trigeminal flare up shortly after programming when trying to increase stimulation. The patient was in the hospital due to the flare up. The consumer stated that if they decrease stimulation or turn if off the nerve fires inappropriately and if they increase stimulation it hurts really bad. The trial was great and helped 75% of the pain and now they were not sure about the implant. Additional information from the manufacturer representative stated that additional programming was recommended, but no appointment was scheduled yet. The indication for use was spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.